Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the inner portion of the device fractured into two pieces. Only one piece of this portion was returned. The rest of the device was not returned. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. The batch number under this complaint was manufactured before these actions were initiated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a thr, the mi z handle acet reamer snapped at the base at the closest point to where the reamer connects to the drill while reaming. Nothing fell into the patient, the surgeon handed the device after it snapped and the scrub tech pulled the small piece that attaches to the drill out of the drill itself. There was a non-significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.